Manufacturer narrative:
D10 continued: ddpb3d1 ICD implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they heard toning from their implanted device. It was further reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). The health care professional (hcp) noted that there had been oversensing on the rv lead since a generator change approximately one month prior, and remote transmission showed rv pacing impedance variability. In addition, there was t-wave oversensing (twos) that resulted in some reprogramming. The lead remains in use. No patient complications have been reported as a result of this event.